Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.